Event description:
An epicardial dual chamber ICD was implanted 5 months ago. It began spontaneously discharging multiple repeated erroneous shocks. The patient was noted to be stable in between these shocks as he was transported to the hospital. The device was controlled with a magnet. The device was replaced in the or. The age of the original device before implantation is unknown.